Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented in clinic for regular follow up. It was noted that a threshold could not be obtained, there was no capture and the left ventricular lead had dislodged into the right atrium. The left ventricular lead was explanted and replaced. The patient was stable before, during and after the procedure.